Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled on (B)(6) 2022. The device tested positive for 12 colony forming units of an unidentified microorganism. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in progress. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. The air/water channel and auxiliary channel are flushed. Enzymex l9 detergent is used for pre-cleaning. Manual cleaning is performed by brushing the instrument/suction channel, suction cylinder, instrument channel port, and the distal end/areas around the elevator with an olympus brush and enzymex l9 detergent. The customer uses a wassenburg automated endoscope reprocessor (aer). The aer was not microbiologically tested. The endoscope is dried using a plasmatyphoon dryer, and the scope is stored in a horizontal orientation. Maintenance of the scope is performed by olympus. The scope is not sterilized. Once the investigation has been completed, a supplemental report will be submitted to include the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation, microbial culture testing and manufacturing date, refer to updated/corrected fields: h3, d8, h6 and h10. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was evaluated by olympus. There was water leakage on the control unit, the light guide cover lens glue was chipped, the bending section cover glue was separated, a shaved connecting tube protector, a damaged channel mount, a scratched suction cylinder and scratched connector.